Event description:
Boston scientific received information that this implantable lead was explanted for an unspecified product performance issue. To date, there have been no adverse patient effects reported.